Event description:
Boston scientific corporation (bsc) became aware of an event through (B)(4) (reference # (B)(4)) involving a wallflex esophageal fully covered stent that was attempted to be removed from the patient on (B)(6) 2012. According to the complainant, on (B)(6) 2012, a wallflex esophageal fully covered stent was placed within a previously implanted ultraflex esophageal stent (103mm x 18mm). On (B)(6) 2012, approximately 48 hours following stent placement, the user attempted to remove the wallflex esophageal fully covered stent from the patient. However, the suture broke and the stent could not be removed. Subsequently, the stent was pushed down 2 cm away from the trachea and caused severe complications. This event was reported by the patient to the food and drug administration (FDA). Bsc contacted the FDA in an attempt to obtain additional information, including patient/facility contact information and procedure/event information; however, no further details could be provided.

Event description:
Boston scientific corporation (bsc) became aware of an event through maude (reference # (B)(4)) involving a wallflex esophageal fully covered stent that was attempted to be removed from the patient on (B)(6) 2012. According to the complainant, on (B)(6) 2012, a wallflex esophageal fully covered stent was placed within a previously implanted ultraflex esophageal stent (103mm x 18mm). On(B)(6) 2012, approximately 48 hours following stent placement, the user attempted to remove the wallflex esophageal fully covered stent from the patient. However, the suture broke and the stent could not be removed. Subsequently, the stent was pushed down 2 cm away from the trachea and caused severe complications. This event was reported by the patient to the food and drug administration (FDA). Bsc contacted the FDA in an attempt to obtain additional information, including patient/facility contact information and procedure/event information; however, no further details could be provided. **additional information received since (B)(6) 2013** according to the complainant, the patient was diagnosed with esophageal cancer approximately 4 to 5 years ago. It was reported that the patient had developed a narrowing of her esophagus due to scar tissue that had formed from radiation treatment. The patient was receiving esophageal dilatation procedures almost every month. Therefore, a wallflex esophageal stent was recommended for treatment. It should be noted that per the complainant, the patient did not have an ultraflex stent implanted within her esophagus as previously reported. On (B)(6) 2012, a walllex esophageal stent was implanted. However, following the procedure, the patient experienced difficulties breathing and stated that the stent was bothering her. On (B)(6) 2012, the physician attempted to remove the stent, but difficulties were encountered. The suture broke and the stent could not be removed. According to the complainant, the patient was "knocked out." A different physician was able to remove the stent on the following day. The patient experienced several post procedural complications, including pneumonia, complete esophageal occlusion and bilateral vocal paralysis. She was subsequently hospitalized for approximately two weeks. Prior to leaving the hospital, a tracheostomy was performed and a tracheal plug was placed. Furthermore, a gastrointestinal tube was placed for feeding. Per the complainant, the patient's quality of life has been severely compromised. The complainant recently reported that within the last month or so, the patient experienced difficulties breathing and was coughing up blood clots. She was reported to be in fragile condition. The patient presented to the hospital and subsequently had her tracheal plug removed. The physician replaced her tracheal plug with a larger sized plug. Currently, the patient is reported to be at home and in stable condition.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported patient issue of vocal paralysis. Reported patient issue of esophageal occlusion.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The explant date was reported as (B)(6) 2012 on the received (B)(4) report (reference # (B)(4)); however, the complainant reported that the stent was unable to be removed. Despite attempts, no further information or clarification has been received. (B)(4) stent difficult/unable to remove. The device was not returned; therefore, a technical analysis was not able to be performed. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu states, "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended". However, it was reported that the stent was attempted to be removed two days post procedure. Based on the details of the complaint, the investigation concluded that user error may have contributed to this event. However, as the product was not returned, a definitive root cause could not be determined.